Manufacturer narrative:
We suspect the stone was extremely hard, which may have contributed to the damage to the probe tip. The product is being sent to the manufacturer for further evaluation.

Event description:
Allegedly, during a percutaneous nephrolithotomy procedure, the tip of a ultrasonic probe broke and fell off inside the patient's kidney; the surgeon was able to remove the piece and procedure was completed with no injury to patient.

Manufacturer narrative:
Manufacturer's evaluation: the probe is broken at the distal end. A possible root cause for the broken distal end is overheating and/or mechanical overload. This is a user related handling issue.

Event description:
Allegedly, during a percutaneous nephrolithotomy procedure, the tip of a ultrasonic probe broke and fell off inside the patient's kidney; the surgeon was able to remove the piece and procedure was completed with no injury to patient.